Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex a and imdrf annex g part analysis: the reported condition of drawer unable to close was confirmed by the fse (field service engineer). According to work order (wo) (B)(4), half height drawer 6.1 was unable to fully close. The field service engineer (fse) identified that the hard stop in the rear had a sheared off screw, and the location where another screw would normally be installed was missing, preventing the screw from being secured. The fse replaced the drawer. External visual inspection of the received assy smart hh cubie drawer was conducted. No obvious physical damage, deformation, or contamination was observed on the drawer housing, latch mechanism, or connector interface; however, the back panel was not secured to the drawer. The returned drawer was received disassembled. Fse notes indicate that the hard stop had a sheared off screw, and the location where another screw would normally be secured was missing. This was confirmed and determined to be the reason the drawer would not close. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported drawer not able to close was identified as due to a hard stop that is not able to be secured to the drawer because of a sheared screw and a damaged screw boss on the hard stop.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unable to close the drawer. As per part investigation, it was determined that due to a hard stop that could not be secured to the drawer as a result of a sheared screw and a damaged screw boss on the hard stop. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the half height drawer failed to close. A field service engineer (fse) found that the hard stop in the rear had a screw sheared off, and the screw would normally be installed was missing, preventing it from being held in place. The fse replaced the drawer to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unable to close the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.